Event description:
This procedure was performed in (B)(6): there were two lesions. Most distal lesion treated first with success (inflated by hand with 6ml syringe). The first lesion treated with the evercross balloon was in the right common femoral. The lesion was irregular, calcified distal sfa /pop disease. Then balloon was deflated with 20ml syringe, and withdrawn (pulled back) to treat second lesion (proximal to groin). The second lesion was inflated with a second syringe, and the balloon ruptured. The physician aspirated with a 20ml syringe only proximally and 1/3 of the evercross balloon deflated. The distal 2/3 of the balloon remained filled with dilute contrast. The physician eventually got the balloon withdrawn, which then deflated spontaneously. The physician met with resistance at the 6fr sheath and could not withdraw into the sheath. When removing the sheath and balloon, the sheath came out, but the balloon met with resistance at the arterial wall. With manipulation, the balloon was extracted. The balloon ruptured transversely not longitudinally and also folded over on itself.

Manufacturer narrative:
A review of the manufacture records of this device did not reveal any discrepancies relevant to the reported event.